Manufacturer narrative:
Onsite field service was unable to confirm the reported problem during testing and the main board was replaced as a precautionary measure. The absence of further calls supports that the reported problem has not recurred or was resolved. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported that the monitor freezes up and they have to perform a hard reboot to turn it back on. The device was not in clinical use at the time the reported issue was discovered.